Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received an user alleging visualisation of black partices and dizziness of the dreamstation auto CPAP. There was no patient harm or serious injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that dark dust/dirt in the air inlet, grey film contaminant on the front panel and bottom enclosure. The manufacturer's found evidence of water ingress and presence of dark grey contaminant at the blower seal in the blower box that appears consistent with potential keratin. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and observed dust contamination and water ingress in the device, dark grey contaminant at the blower seal of the blower box that appears consistent with potential keratin. Section h6 type of investigation findings and investigation conclusions has been updated.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.